Event description:
It was reported that the patient experienced infusion set leakage issue event on (B)(6) 2026. The leakage was at the site. Due the event, the patient experienced high blood glucose level and was treated with bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.